Manufacturer narrative:
It was later reported that the device was reprogrammed which resulted in the patient feeling small flutterings and will discuss further with the physician. Higher thresholds were also reported on the left ventricular lead.

Manufacturer narrative:
The lead was surgically abandoned approximately one year later due to these high impedances and loss of capture at maximum outputs. A new lead was successfully implanted.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected greater than 2000 ohms on the left ventricular lead. No capture was also observed which was resolved with reprogramming the vector to tip to coil. Noise was also present on the rate/sense portion of the right ventricular lead which was oversensed and resulted in pacing inhibition. This however was less than 2 seconds and the patient's underlying rhythm came in. This patient was not device dependent. Noise could be reproduced with isometrics. It was reported that a revision procedure was expected. No adverse patient effects were reported.